Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/20/2020.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number pj4845, and no non-conformance's related to the reported complaint condition were identified. Investigation summary: an empty opened foil and a detached needle of product code vcp945, lot # pj4845 were received for evaluation. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected. The edge of the barrel hole could be observed with marks due to use of a surgical instrument and a suture piece was noted still attached to needle and the suture was not received for evaluation. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the performance - pull off suture needle is an improper handling.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2020 and suture was used. During the procedure, the doctor was making an initial pass with the suture, in fascia tissue, unknown loop, and the needle popped off the suture after the first pass. A second like suture was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.